Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer stated that site shoots insulin and 444 mg/dl got it to 157 mg/dl with 15u shot then when he woke this morning went to 233 mg/dl then 300 mg/dl so he took 7u shot. The customer was assisted with troubleshooting. Customer still has 1 more sets but he intended to extend the use of the current one so he can avoid doing manual injection. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer reported that they did received insulin flow block alarm. The device will not be returned for analysis.